Manufacturer narrative:
Other, other text: b3: date of event and d4:UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is nonstop alarming. Patient involvement is unknown.

Manufacturer narrative:
Email is: (B)(6). Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the water tank cover was leaking, front cover has multiple scratches, and the water tank cover was cracked on the top right near the screw hole. Functional testing could no duplicate or confirm the customer complaint about alarming. Device tested and operated as intended without failure or alarm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, front cover, reservoir gasket and o-rings. Performed calibration. Device passed functional testing after the completed repairs.